Manufacturer narrative:
(B)(4). Conclusion, 92 no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly. This is one of two medwatches being submitted as two devices were involved in this event. See also medwatch 2210968-2012-03112. The same patient is represented in each medwatch.

Manufacturer narrative:
(B)(4). In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.

Manufacturer narrative:
It was reported that following insertion of the mesh, the patient experienced pain, erosion, infection, urinary problems, recurrence, dyspareunia and vaginal scarring. It was reported that on (B)(6) 2007, the patient underwent insertion of aris nova obturator due to stress urinary incontinence. No additional information was provided. (B)(4). This is one of two medwatches being submitted as two devices were involved in this event. See also medwatch 2210968-2012-03112. The same patient is represented in each medwatch.

Event description:
It was reported that the patient underwent a surgical procedure to treat pelvic organ prolapse and stress urinary incontinence on (B)(6) 2006 and a sling was implanted. The patient experienced pain, erosion of her internal tissues and has undergone additional surgeries and revisionary procedures, including a corrective surgery on (B)(6) 2007. No additional information is provided at this time.